Event description:
Laparoscopic trocar noted to have cracks in it. This has previously been reported to manufacturer stryker sustainability solutions. Multiple items of same product on the shelf still in pack were noted to have crack as well.